Event description:
It was reported that the md phoned the clinical support specialist (css) and stated that the intra-aortic balloon (iab-05840-lws s/n (B)(4)) was inserted into the pt¿s femoral artery without difficulty, but when pumping was initiated the helium loss alarms occurred within <2 min. The pts heart rate (hr) is 118, with blood pressure (bp) 103/60¿s. Mean arterial pressure (map) 70¿s. There is no visible kinking, the pt is not obese and no tortuous anatomy noted per the md. According to the md there is no blood noted in the helium drive line tubing. The css had the md unplug the gas connector and reconnect it with no change when pumping initiated. The css then had the md disconnect and reconnect the gas line at the catheter connection and no change noted again when pumping initiated. The css asked the md to change the assist ratio to 1:2 and this also did not change the outcome when pumping initiated. The css instructed the md to change the volume of fill to 30 cc and this had not change on the outcome when pumping initiated. The css recommended the removal of the iab and replacing with another iab. The mde asked the css to stay on the phone during the entire procedure to ensure proper insertion technique. The css agreed and waited on the line. The md asked the css about the removal of the iab and the css explained that the iab and sheath needed to be removed and upon his questions, the css explained the risk of shearing the iab membrane if the md attempted to pull the catheter back through the sheath. The md verbalized understanding. The md then explained that they do not have another iab to insert. The css confirmed with the md that there is ¿no iab anywhere in the hosp.¿ the md did confirm this. The css explained that the iab should still be removed. The md verbalized understanding and asked that another iab get to the hosp as soon as possible. The css told the md that she would have his sales rep/clinical specialist contact the hosp asap. The md had no further questions. If is unk if the md removed the iab. Additional info received on (B)(4) 2011 from the complaint coordinator, (B)(4) stated the hosp reported that the customer will be retrained due to the problem. The used iab (s/n (B)(4)) was withdrawn by the customer. The autocat2 wave pump, sn (B)(4) was checked and is ok.¿ further info received on (B)(4) 2011 from the complaint coordinator, (B)(4) stated the iab was removed and not replaced. The pt outcome is ok.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.